Event description:
A permenent cautery spatula instrument was alleged to have arced during a procedure. No patient injury or adverse outcome occurred.

Event description:
A permanent cautery spatula instrument was alleged to have arced during a procedure. No pt injury or adverse outcome occurred.